Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware on (B)(6) 2016 of a patient death that occurred on (B)(6) 2015. Patient was a study participant and experienced a massive myocardial infarction, resulting in their passing. Event was unrelated to the both the continuous glucose monitor (cgm) and study. There was no alleged device malfunction. A certificate of death was not provided. No additional event or patient information is available